Manufacturer narrative:
Additional information. The following information was received with the partial device return. The affected eye is the left eye. Section a2, date of birth: (B)(6) 1941. Section a3, gender: male. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jun 1, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the iol was not received. Visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced. The handpiece was disassembled, and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. Inspection of the cartridge revealed that there was viscoelastic residue dispersed throughout the entire cartridge, suggesting that the correct amount of ovd was used. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
Doctor reported he had problems with two johnson and johnson(jnj) preloaded devices that are 10.5 diopter. All other powers were fine. The first intraocular lens (iol) had some resistance during injection. The iol came out with a large central divot in the optic. It had to be cut out and removed. The second iol also had resistance and would not release from the injector. The tip of the cartridge touched the eye. The iol was stuck, doctor pulled out the injector and used a third lens to complete the procedure. The third iol was fine. Doctor stated he doesn¿t remember ever having a problem like this but spoke now to other doctors who have. No further information was provided.